Event description:
Customer reportedly, obtained results ranging from 90 mg/dl to 227 mg/dl in a time period from 'morning' to 9:00pm. The customer went to the hospital at 9:00pm and obtained a result of 31 mg/dl on their device. Customer was given juice and food as well as an IV with unknown contents. Requested return of suspect system, however, strips are unavailable for return. Replacement was sent.